Manufacturer narrative:
Date of birth - born in (B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the surgery for carotid artery stenosis using a 7fr sheath, they planned to conduct artery closure with an 8fr angio-seal device. The instruction for use of angio-seal were followed, and they deployed the closure device. When withdrawing the introducer sheath, it was found difficult to pull back. They cut the introducer sheath with scissors and pulled out the sheath. The puncture site was found bleeding, therefore they conducted manual hemostasis. In the process of withdrawing the sheath, the patient was in pain and led to certain vomiting. No other obvious influence was found on the patient. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. Additional information was received on 28jun2020. After consulting the doctor, the specific process was as follows: "a. Assemble the sheath tube and the locator; b replace the 7f sheath tube. During the replacement, the femoral artery was compressed by hand to prevent bleeding. E. Insert the body, because the performer operation isn't skilled, operating time hand shaking, separation of main body is relatively long and retreat, it found that withdraw, retreat in the process of patients with pain, can't continue to retreat, then cut short between the subject and sheath pipe, keep the thread tension, end of the block, puncture some ooze blood, then the blood of oppression. There were anchor blocks and gelatin sponges in the patient's body, which had no obvious harm to the patient after hemostasis by compression. It was confirmed that the main body and sheath tube of angio-seal were removed from the patient, however, the gelatin sponge and anchor block were blocked on the femoral artery."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.